Manufacturer narrative:
Follow-up #1: date of submission 12/6/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: multiple loss of prime warnings associated with zero force appeared in the black box. Rewind, load and prime steps were successfully performed and the pump was exercised for 24 hours without a prime issue duplicated. Force calibration was performed and was within specifications. There was no evidence of damage, defect or contamination inside the pump. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.